Event description:
The initial reporter stated that their administration set had leaked from the tubing near the filter. Mmd did follow up with the initial reporter and they stated that the patient had not experienced any adverse effects due to the complaint. No further information was provided. [Complaint (B)(4)].

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the tubing was found to be seperated from the filter, which caused the administration set to leak.

Event description:
The initial reporter stated that their administration set had leaked from the tubing near the filter. Mmd did follow up with the initial reporter and they stated that the patient had not experienced any adverse effects due to the complaint. No further information was provided. [Complaint (B)(4)].